Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable was frayed but functional. (B)(4).

Event description:
It was reported the programmer head has a frayed cable. The programmer head was returned for repair. No patient complications were reported as a result of this event.